Event description:
According to the report, the allograft was thawed and the surgeon noted that it was smaller than the labeled dimensions.

Manufacturer narrative:
The investigation is currently ongoing. Any additional info will be provided in a follow-up report.